Event description:
The facility representative reported an infuso.r. Pump with a condition of "bent clamp." It is unknown when the event occurred; however, it was identified in the "operating room" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a pusher block assembly issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "bent clamp" condition was confirmed and not reproduced during product evaluation as a bent pusher block clamp. Due to estimate refusal by the customer, an assignable cause was not determined and no repairs were made for the reported condition. If additional information is received, a follow-up medwatch will be submitted.